Event description:
The facility reported, to baxter (B)(4), a colleague infusion pump with failure code 808:02. Upon review of the event history, it was identified that this failure code interrupted delivery. It is unknown in which care area this event occurred. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of a colleague infusion pump with failure code 808:02 was confirmed during a review of the pump's event history. The root cause was determined to be a defective pump head module (phm). The phm was replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.